Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15253. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient ceased using his scs system because he experienced ineffective stimulation. The patient's ipg is unresponsive and the patient does not remember the last time he used stimulation. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.